Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with intermittent buttons due to flattened up arrow dome switch. No button error alarms noted. The insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer reported the insulin pump was alarming button error, and was unable to clear the alarm. Customer's blood glucose level was 145 mg/dl. Customer stated the device has not been exposed to any moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.